Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced loss of consciousness. When the patient´s sister could not reach the patient, they went to their house and found them lying on the floor. There is no information about what the cgm reading was at that time, but according to the information received, it was understood that there was an allegation for an inaccurate cgm reading as no alerts sounded due to the low threshold not being crossed. The paramedics were called and a fingerstick was taken, but no specific cgm nor blood glucose reading was reported. Dextrose was provided by the paramedics. The patient recovered and declined to be brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.